Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the distal lcx. It is reported that a gi bleed occurred approximately 1 month post the index procedure, the gi bleed was treated with colonoscopy with polypectomy and fulguration. Approximately 5 months post the index procedure, the patient present to emergency room for a syncope event, labs revealed patient had unexplained anemia treated with prbc. The investigator has indicated the events were not related to the study device.

Event description:
The clinical events committee adjudicated this event and determined that the previously reported gi bleed event occurred approximately 2 weeks post index procedure. Patient was treated with a blood transfusion.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (hemorrhage). (B)(4).

Event description:
It was reported that the patient had a second gi bleed approximately 2 and 16 weeks post index procedure. This was treated with 2 endoclips to stop the hemorrhage. The patient suffered a third gi bleed on approximately 5 months post index procedure. The patient continued with their medication regime.